Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of the listed device the cannula of infusion set broke off and remained in the patient's skin. Doctor referred patient to a surgeon for removal of the cannula. No information regarding whether removal available at this time.